Event description:
Medtronic and covidien received information that this n65 pulse oximeter display is missing segments in the spo2 reading. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).